Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city and MFR region), d4 (UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection and functional testing revealed that the electrode was damaged and bent. Minor insulation damage and slight eschar build-up on the needle tip were observed. The electrode was attached to a lab testing pencil, and good continuity was confirmed. Electrode insertion and extraction were within specification. It was reported that there was a device relate burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of electrode damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not modify or add to the insulation of active electrodes. Needle electrodes are fragile. Handle them with care to avoid damage to the needle and injury to hospital personnel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during bilateral sagittal split osteotomy and genioplasty, harvest bone aspirate right iliac crest, the cautery tip was bent to 90 degrees in use to mark cutting guide on mandible, while in use where cautery was bent at 90 degrees plastic coating still remained intact but had burnt patient's upper left lip. Burn appeared to be 1st degree and estimated couple millimeters in diameter. Antibiotic ointment applied post-operative. Prolonged care was necessary like assessing the site that was burnt and providing the treatment of antibiotic ointment.